Manufacturer narrative:
The investigation determined (B)(6) results were obtained from two samples from the same patient using vitros immunodiagnostics products anti-hiv 1+2 reagent lot 3538 on a vitros 5600 integrated system the investigation did not determine a definitive assignable cause for the (B)(6) vitros ahiv patient sample results. User error due to improper pre-analytical sample handling cannot be ruled out as a contributing factor. There was no evidence to suggest a vitros reagent or an instrument issue contributed to the event.

Event description:
The customer obtained (B)(6) results from two samples from the same patient using vitros immunodiagnostics products anti-hiv 1+2 reagent lot 3538 on a vitros 5600 integrated system, when compared to (B)(6) results obtained from re-testing using the same vitros 5600 system. Patient sample 1 vitros ahiv results of (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The (B)(6) vitros anti-hiv1+2 result of (B)(6) was reported outside of the laboratory, however, a corrected report was issued upon retest of the sample. No treatment was altered, stopped or initiated as a result, and there was no allegation of patient harm as a result of this event. (B)(4).